Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding. The patient had hematochecia multiple times and then a recto-sigmoidoscopy was done. The patient had diverticulosis of the sigmoid and descending colon. An ileocoloscopy was done an a single polyp that was not removed and a grade I hemorrhoid was found. The cause of the bleeding seemed to be hemorrhoidal bleeding. An endoscopic check in 3 years was recommended.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. No further information was provided. The manufacturer is closing the file on this event.